Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Event description:
It was reported that a folfusor had its reservoir rupture after filling. The device was being filled with an unknown solution. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: baxter received one sample for evaluation. Visual examination of the sample confirmed the reported condition. The reservoir was microscopically examined. As a result, markings on the interior surface of the bladder were observed near the rupture line. However, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.